Event description:
It was reported to philips that the paddles are deteriorated at place of contact to paddle pocket plates. There was no patient involvement.

Manufacturer narrative:
It was reported to philips that the paddles (453563476991) are deteriorated at place of contact to paddle pocket plates. There was no patient involvement. The field service engineer (fse) found that the paddle pocket plates were deteriorated and need replacing. Upon conclusion of the evaluation, it was determined that the paddle pocket plates require replacement. They were replaced. The device passed testing and was put back into service.